Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly during the installation of a total prosthesis of the right knee the tip of a drill 3.2 mm diameter was broken into back of femoral condyle. This became a chronic pain for the patient.